Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed. Three months post procedure the pt was reassessed for symptoms of vaginal discharge, and urethral erosion. The sling was removed without incident. The directions for use state: "the following complications have been reported as consequences which may occur in urological procedures: urinary retention and infection. Over correction may cause temporary or permanent lower urinary tract obstruction. Consequences specifically related to materials: pelvic sensitivities, tissue necrosis and tissue erosion."